Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer the chair veers to the left.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the brush holder was discovered to be tight causing drag and noise, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Per dealer the chair veers to the left.